Manufacturer narrative:
Block a2 (patient age) b5 and b7 (patient history) were updated based on the additional information received on march 9, 2022. Block b5 and e1 (first name, last name, email) were updated based on the additional information received on december 31, 2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: clinical code e9131 captures the reportable event of hemorrhage, major clinical code e9206 captures the reportable event of pain, abdominal evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: ar-patient code e2114:perforation was not captured on previous report, therefore a correction was made to report the ar-patient code for perforation.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. On (B)(6) 2021, the patient presented to emergency room (ER) due to rectal bleeding and rectal/abdominal pain. Computed tomography (CT) showed a 4.8 cm fluid collection between the rectum and posterior prostate, indicating an abscess within the anterior rectal wall. Magnetic resonance imaging (MRI) performed on (B)(6) 2021, shows moderate sized defect in the anterior wall of the distal rectum where the lumen of the rectum directly communicates with the known large 6.7 x 3.7 x 3.7 cm walled collection located between the rectum and prostate gland. Moderate inflammation of the rectal wall was noted. Patient was admitted to the hospital beyond standard of care. **additional information received december 31, 2021** the procedure was completed under local anesthesia. There were no issues during spaceoar placement and no malfunction or deficiency with the spaceoar device. The patient's current condition was reported to be good. **additional information received (B)(6) 2022** the patient underwent radiation 70gy in 28 fractions from (B)(6) 2021. The patient reportedly, did very well and had minimal changes from his baseline urinary function. The patient had a one month post-treatment telehealth in late october and was feeling great. One week after the appointment in late october, the patient felt significant abdominal and rectal pain and went to the emergency department (ed) with constipation. The patient received fleets enemas and went home with a bowel regimen. This reoccurred in (B)(6) 2021 with rectal discomfort and computed tomography (CT) showed a 4.8 cm fluid collection between the rectum and posterior prostate, indicating an abscess within the anterior rectal wall. Magnetic resonance imaging (MRI) suggested possible fistula into abscess from rectum. The patient received a full colostomy.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. On (B)(6) 2021, the patient presented to emergency room (ER) due to rectal bleeding and rectal/abdominal pain. Computed tomography (CT) showed a 4.8 cm fluid collection between the rectum and posterior prostate, indicating an abscess within the anterior rectal wall. Magnetic resonance imaging (MRI) performed on (B)(6) 2021, shows moderate sized defect in the anterior wall of the distal rectum where the lumen of the rectum directly communicates with the known large 6.7 x 3.7 x 3.7 cm walled collection located between the rectum and prostate gland. Moderate inflammation of the rectal wall was noted. Patient was admitted to the hospital beyond standard of care. Boston scientific corporation has been unable to obtain additional information to date regarding this event.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. On (B)(6) 2021, the patient presented to emergency room (ER) due to rectal bleeding and rectal/abdominal pain. Computed tomography (CT) showed a 4.8 cm fluid collection between the rectum and posterior prostate, indicating an abscess within the anterior rectal wall. Magnetic resonance imaging (MRI) performed on (B)(6) 2021, shows moderate sized defect in the anterior wall of the distal rectum where the lumen of the rectum directly communicates with the known large 6.7 x 3.7 x 3.7 cm walled collection located between the rectum and prostate gland. Moderate inflammation of the rectal wall was noted. Patient was admitted to the hospital beyond standard of care. Boston scientific corporation has been unable to obtain additional information to date regarding this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. On (B)(6) 2021, the patient presented to emergency room (ER) due to rectal bleeding and rectal/abdominal pain. Computed tomography (CT) showed a 4.8 cm fluid collection between the rectum and posterior prostate, indicating an abscess within the anterior rectal wall. Magnetic resonance imaging (MRI) performed on (B)(6) 2021, shows moderate sized defect in the anterior wall of the distal rectum where the lumen of the rectum directly communicates with the known large 6.7 x 3.7 x 3.7 cm walled collection located between the rectum and prostate gland. Moderate inflammation of the rectal wall was noted. Patient was admitted to the hospital beyond standard of care. Additional information received december 31, 2021. The procedure was completed under local anesthesia. There were no issues during spaceoar placement and no malfunction or deficiency with the spaceoar device. The patient's current condition was reported to be good.

Manufacturer narrative:
Block b5 and e1 (first name, last name, email) were updated based on the additional information received on december 31, 2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: clinical code e9131 captures the reportable event of hemorrhage, major. Clinical code e9206 captures the reportable event of pain, abdominal. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. On (B)(6), 2021, the patient presented to emergency room (ER) due to rectal bleeding and rectal/abdominal pain. Computed tomography (CT) showed a 4.8 cm fluid collection between the rectum and posterior prostate, indicating an abscess within the anterior rectal wall. Magnetic resonance imaging (MRI) performed on (B)(6) 2021, shows moderate sized defect in the anterior wall of the distal rectum where the lumen of the rectum directly communicates with the known large 6.7 x 3.7 x 3.7 cm walled collection located between the rectum and prostate gland. Moderate inflammation of the rectal wall was noted. Patient was admitted to the hospital beyond standard of care. Additional information received december 31, 2021. The procedure was completed under local anesthesia. There were no issues during spaceoar placement and no malfunction or deficiency with the spaceoar device. The patient's current condition was reported to be good.

Manufacturer narrative:
Block b5 and e1 (first name, last name, email) were updated based on the additional information received on december 31, 2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: clinical code e9131 captures the reportable event of hemorrhage, major clinical code e9206 captures the reportable event of pain, abdominal evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: ar-patient code e2114:perforation was not captured on previous report, therefore a correction was made to report the ar-patient code for perforation.